Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported reservoir leaks. The customer reported no adverse event. The event involved product(s) mmt-332a. Troubleshooting was performed. No harm requiring medical intervention was reported. No product is expected for mmt-332a.

Manufacturer narrative:
Customer concern: states the location of the leak is: in the plunger area. Adv customer to check if insulin/fluid is visible in the battery, reservoir compartment or under lcd display. Found: yes cx had insulin inser and clean it . Customer reports leak is at: transfer guard. Adv customer to check for cracks/splits in the barrel. Found: cx does not from where the leak is coming. Customer is unsure if leak is past 1st or 2nd o ring does customer report tilting the plunger during the filling process: yes. Does customer report pulling plunger too far down the barrel: no. Expl the 'leak' could be an air bubble in the reservoir that is expanding during filling. Is there an air bubble present in the reservoir. Event date:10-jun-2024. Evaluated 3 open/used reservoirs (no clear liquid inside barrels) transfer guards and plungers not returned. Performed pre-fill test (appendix c) using a new lab transfer guards and plungers; found no leaks and no air bubbles during analysis. Also performed a visual inspection using appendix d; checked o-rings and stopper groove for defects and none was found; as follows: installed reservoir & connected to a new infusion set into a 7xx pump; ran bolus and basal leak test procedure (appendix c); per dop114-811doc. Conclusion: the reservoirs went through inspection; no leaks and no air bubbles anomalies during pre-fill test. In the bolus and basal test, no leaks and no air bubbles or moisture were found in the pump when the test was finished. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.